Event description:
It was reported that a mcl20 was used during a sigmoid colectomy. It was reported by the affiliate that the large mca would only fire out a clip every other time. Surgeon had to "double squeeze" handles to get a clip to load. A competitive product was used to complete the case. There was no consequence to the pt.